Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the root brace rubber flexible tube cut, the light guide fiber bundle (lcb) broken, the lg root brace rubber cut, the u/d pulley wire worn out, the r/l pulley wire worn out, the side body cover broken, the brand plate worn out, the light guide cable buckled, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.